Event description:
It was reported that there was noise on the right atrial lead, which was also able to be reproduced with pocket manipulation. A lead revision occurred; however during the procedure, noise was unable to be reproduced. Subsequent to the lead revision, noise was again noted on the lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.